Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-jul-24. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Logs showed the pump was delivering lioresal 500 mcg/ml at 3.15 mcg/day. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use was intractable spasticity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had experienced a motor stall. The patient was in the emergency room and the rep interrogated the pump. The patient was sent for a neurosurgery consult. It was stated that the issue was not resolved at the time of the report and that a pump replacement was scheduled for (B)(6) 2017. No further complications were anticipated/reported.